Event description:
Right - side breast tissue expander removed due to reported loss of volume. Examination of explanted device indicated a small hole at the medial suture tab. Device replaced with identical style and size tissue expander.